Manufacturer narrative:
It reported that "that needles are breaking with slight pressure causing issues with potential needle sticks." There are no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It reported that "that needles are breaking with slight pressure causing issues with potential needle sticks."